Event description:
The device was used during a laparoscopic nissen. Reportedly, after reloading the device, the needle broke and would not come out of the jaw. Another device was used to finish the procedure. No pt injury was reported.